Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00401419_1644408-2023-00284; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The patient had an infection. Doctor did a wash out and replaced the poly.